Event description:
(B)(4) well first the product was very difficult for doctor to put in and it was very painful. It also did not work as only one tube was blocked after testing was done. So husband had to then have a vasectomy. Then random life altering pain started. Pain so intense I would buckle over as if I was shot any where I was. Random bleeding, headaches started to come all the time, exhausted and couldn't understand why, sex hurt, started to loose hair and more pain!! Feels like someone is ripping your insides out. Like an alien was in me and moving. Thought I was gonna die several time having no idea what was going on. I am a nurse also and this was so scary.